Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Retain testing was performed with the reported cartridge lot and no false positive results were reproduced. Root cause was undetermined.

Event description:
Customer reported receiving two false positive results on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 28961m, reader sns (B)(6)). Customer tested negative eight hours later with an unspecified brand of pcr test with nasal swab. Customer had no symptoms or known exposure, but noted that one person on the property was positive and testing at the time, but both parties were wearing masks. Cartridges were stored within the validated temperature range.